Manufacturer narrative:
No unexpected motor error alarms were noted. The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The motor was tested outside of the unit and it passed. The pump also had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was not recorded. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.